Event description:
Refer to FDA report (B)(4). On the night of (B)(6) 2012 the nuvo light osci oxygen concentrator's low oxygen alarm activated. The pt contacted his device provider the next morning. The device provider immediately delivered a replacement rental machine to the pt. The provider returned the device to nidek medical where it was rec'd on (B)(6) 2012. Upon inspection, it was discovered that the nuvo lite ocsi oxygen concentrator in question hd 5917 hrs of operation and a defective compressor delivering oxygen concentration of 69%. The compressor and sieve bed were replaced, the device was tested to ensure compliance to performance standards, and then returned to the supplier on (B)(4) 2012.

Manufacturer narrative:
Unit was repaired and returned to health care provider on 12/6/2012.